Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000165, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Replaced the cmos battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system unexpectedly shut down during a procedure. Site was unable to power the system back on so site manually opened the gantry doors to remove patient. Site continued procedure using an o1. There was no patient impact reported.